Event description:
It was reported the micro ez introducer seemed weaker than in the past. It was stated that it bowed up on itself while inserting into patient. Customer had to open separate introducer during PICC procedure.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1273 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.